Event description:
Edwards received notification from our affiliate in the united kingdom. As reported, this was a case of an implant of 29mm edwards sapien 3 transcatheter heart valve, in the aortic position by left subclavian approach. During the procedure, the case proceeded normally until the valve alignment. There was no straight to perform valve alignment. Consequently, the balloon catheter appeared to get stuck in the valve frame at the outflow end and it was not possible to pull the rest of the balloon into the valve to achieve valve alignment. The decision was taken to remove the delivery system and sheath together, and it was not possible to get the entire valve back into the sheath. This led to a vascular injury of the subclavian artery and surgical cutdown was needed. Finally, a non-edwards system and valve were prepared and deployed with good result. As per medical opinion, the root cause of the event might be related to the fact that the valve alignment was attempt in a section with too much tortuosity.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. Imagery was provided by the field and the following was observed: incomplete advancement of thv with bent outflow strut over inflation balloon. Fluoro video of thv having dove into flex tip, and thv becoming snagged on sheath tip during non-coaxial withdrawal attempt. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of valve alignment difficulty and withdrawal inability was confirmed based provided imagery. As the device was not returned for evaluation, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance could not be determined. A review of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. For the complaint of valve alignment difficulty, as reported, ''the patient presented with moderate vessel tortuosity'', and ''per medical opinion, the root cause of the event might be related to the fact that the valve alignment was attempt in a section with too much tortuosity.'' If valve alignment was performed in a tortuous (non-straight section) vasculature, this can cause the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and ''dive'' into the flex tip as observed in provided imagery. If the thv is unseated from the flex tip during alignment, it can result in higher-than-normal alignment forces creating high tension in the system which can consequentially lead to the observed valve alignment difficulties. A definitive root cause is unable to be determined. Available information suggests that patient (tortuosity) and/or procedural factors (valve alignment in non-straight section) may have contributed to the complaint event. As reported, ''the decision was to remove the system and sheath together, although it was not possible to get all the valve back into the sheath. This did cause vascular damage to the subclavian artery and caused significant delay in the procedure because surgical cutdown was needed.'' Tortuous patient anatomy could result in non-coaxial angles of withdrawal during system retrieval, potentially causing the observed incomplete withdrawal through the sheath tip (figure 2) because of sub-optimal angles created during retrieval of the delivery system through the sheath. This can result in an increased device profile when withdrawn through the access site, potentially interacting with access site during withdrawal and causing the reported difficulty withdrawing through vasculature and requiring intervention to repair tissue damage.a definitive root cause is unable to be determined. Available information suggests that patient (tortuosity) and/or procedural factors (incomplete withdrawal of crimped thv through sheath) may have contributed to the complaint event. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment (pra) is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: EU 2015691-2022-08498.